Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer received external flash crc error alarm on their insulin pump. The customer's blood glucose level was reported to be 201.6 mg/dl. It was reported that replacement would be sent out. No further information provided.

Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on all the electronic assemblies. Unable to perform pump self-test, off no power test, a21 error test, displacement test, rewind test, basic occlusion test, prime test, occlusion test, excessive no delivery test and operating currents measurements due to blank display also, unable to verify e15 alarm due to blank display. The insulin pump had minor scratches on the lcd window, cracked reservoir tube lip and scratches on the reservoir tube window.